Event description:
It was reported that during routine inspection ,cardiosave intra-aortic balloon pump (iabp) was not providing output for arterial pressure and balloon assist pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (initial reporter). . Corrected field: e1 (medical device ¿ problem code). Additional initial reporter name is added. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was reproducible. One trainer cable (0012-00-1830-01) was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not providing output for arterial pressure and balloon assist pressure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.